Manufacturer narrative:
Complaint evaluation the customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Customer resolution and conclusion although the case was canceled therefore no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the 12 leads were inoperable. There was no patient involvement.

Event description:
It was reported to philips that the 12 leads were inoperable. There was no patient involvement.